Manufacturer narrative:
Product and event verification: a review of the device logs for the vessel sealer extend (part# 480422 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2020 via system serial# (B)(4). There were 0 uses remaining after this last usage. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis did not replicate/confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and the instrument passed the cut test without any issues. The knife slot measured at 0.028 and the jaw gap verification passed at 0.005. A review of the logs showed no failures. Dsp logs were not available at this time. Grip force test results: pass, straight - 7.086, pitch - 7.237, yaw - 7.339. This record is being reported because the vessel sealer extend instrument reportedly only cauterized half of the tissue trying to be cauterized. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not cauterize as expected. It was reported that the instrument only cauterized half of what was intended to be cauterize. The site used a second vessel sealer instrument to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to obtain additional details related to the event. However, as of the date of this report, no more information has been provided.